Event description:
Pt enrolled in ravel trial. Pt died at home. No further data available. Cause unk.

Manufacturer narrative:
This device a616904 (lot number unk) is distributed outside the united states; however, it is similar to the united states prodoct. The unidentified pt underwent stent implantation as part of the ravel trial. At an unk time post-implant, the pt is reported to have expired at home. The cause of death is not provided. Based on the limited info, it is not possible to determine a relationship between this event and the device or to identify any factors that may have contributed to the event.